Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with the following issues noted: broken occluder feet. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: broken occluder feet. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported to baxter (B)(4) that there was a leak that occured at the top of the transfer set although the clamp was closed. The patient put another clamp on the set and put on the minicap. Then the patient contacted the hospital for an exchange of the set. The set was initially coupled to the patient two months prior. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). If additional relevant information is received a follow-up will be submitted.